Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition. Leakage was discovered at the bottom of the reservoir cover. The root cause of the reported issue was found to be the water tank gasket was improperly installed causing the leak. Actions were taken to mitigate the reported issue: installed gasket properly into tank cover and performed subsequent check.

Event description:
It was reported that the warmer was leaking at 390 block. No patient injury was reported.